Event description:
Instrument failure - the surgeon has trouble putting in any new trial. He has played with newer trials and they appear to have a design issue that makes it difficult to push back into the baseplate trial under the compression of the femur.